Event description:
The customer reported the system intermittently had no image. The fse noted an intermittent no boot. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer upgrade kit was installed during the service call. The system was tested and found to be working as intended and put back into service.